Manufacturer narrative:
(B)(4). The device was not returned. Per the retrospective summary report approval number- (B)(4) dated on july 24, 2014, a summary is required of the dtz created. A total of 287 reportable events are captured in the spreadsheet. A root cause analysis was performed to determine the cause of late MDR reporting during this period. The result of the root cause analysis identified that the MDR procedures were not sufficient to assure that MDR reporting is consistent or completed in a timely manner. The procedures have been revised and implemented and MDR filing metrics are included in the monthly quality data review to ensure timely filing. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital of (B)(6) observed leaking on quadrox-ID pediatric diffusion membrane (lot number 70064004) during priming. The oxygenator was replaced three times. Reference: complaint (B)(4).